Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. Pump not received stuck in manufacturing mode. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (B)(6) 2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Complaints text 11/28/2017 08:07:41 edwarl3 pump was already returned to medtronic. I created a s/o to receive in house. Complaints text 10/24/2017 10:28:16 flamev1 I marked the account inactive/deceased. I updated the device warranty to end 9/27/2017 as the date patient passed away. Complaints text 10/23/2017 10:03:03 erp_rfc_user related svn (B)(4). Complaints text 10/23/2017 10:02:53 castra20 initial notes: (B)(6) calling for cust. Cust sts that she is calling for deceased husband and would like donate pump. Cust sts that person they are donating the pump already called in and started paper work. Cust is calling to see if there is anything else she needs to do inquired what led up to the complaint. Customer response: cust couldnt provide pump sn at the call. Cust sts that it was a 670g and it was brand new. Cust sts that bg was fine. Cust also sts that he only used for 2 weeks. Reporting party name: (B)(6). Reporting party phone: (B)(6). Reporting party relationship to deceased: wife. Pump serial number: cust was unable to provide during call but sts that it was a new 670g pump . Glucometer: ascensia. Cgm: medtronic cgm was not included in the patient's diabetes therapy. Date of death: (B)(6)2017. Cause of customer passing as indicated by reporting party: pancreatic cancer. Location of customer's passing: hospital. Date customer was admitted to hospital/hospice/emergency room: cust sts that he passed 2 weeks after being diagnosed. Bg at time of customer's admission to hospital/hospice/emergency room: unk. Customer was wearing pump at time of passing. Other health issues: reporting party does not indicate other health issues or illness that may have contributed, or led up, to passing. Pump return to mdt: reporting party declined to return the pump. Carelink upload: reporting party did not allege under, or over, delivery of the pump. Carelink upload was not requested. Customer's outcome pertaining to the complaint: adv cust will transfer to csc since she has already started the process. Transferred cust to csc and provided ext. On 11/28/2017 18:01:21 pst batch user (batch) phone (B)(6), RMA = (B)(4), tracking = (B)(4).